Manufacturer narrative:
No unexpected audio anomalies noted during testing. Multiple boluses were delivered and monitored. The bolus feature functioned properly during testing; no unexpected bolus anomalies noted. The no delivery alarm functioned properly during testing. The power management graph was in specification and no unexpected low battery alerts or power error alarms noted during testing or in the format history file. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The insulin pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump does not make an audible sound when it alarms. The device had a low battery alert 10 days ago. The customer's blood glucose was 180 mg/dl at the time of the incident and rose to 400 mg/dl the following morning. Customer disconnected from the device and gave bolus. The device alarmed no delivery and bolus stopped immediately. The product will be returned for analysis.